Manufacturer narrative:
Other relevant device(s) are: micra. Model #: mc1vr01-delsys / expiration date: 14-sep-2020 / serial#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 11-apr-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) a dislodgement occurred post-tether cutting. The leadless ipg was recaptured and the ipg and delivery system were removed and replaced. No patient complications have been reported as a result of this event.